Manufacturer narrative:
(B)(4).

Event description:
It was reported via a call from the biomed tech to the clinical support specialist (css) at 2230 mst. While in the biomed dept, the biomed was checking an intra-aortic balloon pump (iabp) that they could not get started in the cath lab; they kept getting purge failure alarms. The biomed stated that he had already been able to get the pump to run without any purge failure alarms. The css and biomed discussed what causes purge failure. The biomed stated running the pump for awhile to make sure there were no more issues; the pump is currently pumping with a simulator without issues. The biomed thanked the css for the call and discussion. The biomed verbalized understanding of all. It was noted that the pump has the (B)(4) software installed. Additional info received on (B)(6) 2012 by the sales rep stated that the original alarm occurred in the cath lab while on pt. Details of event continued: as a result, they switched to a different pump successfully, changed connections and received a better trigger (all happened around the same time so difficult for them to tell what helped the situation at the time, but after further discussion with the sales rep they feel it was likely trigger related). They were slaving and also they may have slaved into wrong port on their monitor per discussions with staff and mgr. There was no report of pt death, complications or injury. There was a minimal delay of interruption in therapy with no harm to the pt. No medical/surgical intervention was required. The pt outcome is good and iabp therapy was able to be completed.